Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the distal end of the catheter was lifted and patient was sent for surgery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the distal end of the catheter was lifted. The procedure was completed with another of the same device. However, it was also noted that the patient was sent for surgery.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned device was a guidezilla guide extension catheter in 2 parts. The device was bloody. The tip, distal shaft, collar and hypotube were microscopically, tactile and visually inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) fully pulled out of the collar, a kink in the hypotube located 2 cm from the collar and kinks in the distal shaft located 17 mm and 17.5 cm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the distal end of the catheter was lifted and patient was sent for surgery. A guidezilla¿ guide extension catheter was selected for use. During procedure, it was noted that the distal end of the catheter was lifted. The procedure was completed with another of the same device. However, it was also noted that the patient was sent for surgery.